Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) unit had a leak test error k6/k7/k8. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Updated fields- b4, d8, d9, g1(contact person-mfg site), g3, g6, h2, h3, h6 codes(problem, investigation types, findings, conclusion, components), h11. "The following investigation was performed by failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part manifold drive with a reported unit failure of leak test error for k6, k6a, k7, k8. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part manifold drive into the cs300 test fixture serial and tested the drive manifold to factory specifications per the cs300 service manual. The fat performed the k6, k6a, k7, k8 leak test with results of the test failing test #3. Results of -61mmhg for test #3. Factory specification is 20 mmhg. The leak test failed. The drive manifold failed testing. Sending the drive manifold to the supplier per procedure. Failure analysis received from the supplier for the part. They stated the part had leakage on the k6 portion of testing. Root cause for this part is the k6 solenoid. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d9 (return to manufacture date), h6 (type of investigation).

Event description:
N/a.